Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer stated that she was not able to give more info about the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.